Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sed01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during device interrogation a lead warning was observed however lead impedance was within the normal range. The device was reprogrammed and parameters were changed. After reprogramming the device, the pacing mode changed to asynchronous. The device remains in use. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.